Event description:
It was reported that the pump was not recognizing cartridges, leading to wasted cartridges. There was no reported impact on the customer's blood glucose level. The customer declined troubleshooting.